Event description:
It was reported that during puncture, the front edges of the catheter was ruptured so the sheath could not be delivered successfully. The introducer sheath was therefore replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a microintroducer is confirmed but the exact cause could not be determined. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed some use residues throughout the returned device. A microscopic observation revealed the entire distal end of the microintroducer sheath was pushed slightly towards the proximal end of the device. Because the returned microintroducer appeared used and exhibited deformation, measurements could not be taken of the distal edge of the microintroducer sheath. Because the returned microintroducer appeared deformed but measurements could not be taken of the sheath due to the use deformation, the complaint of difficulty inserting a microintroducer is confirmed. A root cause could not be determined for this complaint. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during puncture, the front edges of the catheter was ruptured so the sheath could not be delivered successfully. The introducer sheath was therefore replaced. No other information was provided.